Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. It was reported that the head was loose on the stem. Update (B)(4) 2012 - litigation alleged the asr hip was explanted due to pain, increased blood metal ion levels and premature loosening of the periacetabular area. There is no new information that would change the outcome of this investigation. **update** (B)(4) 2013 - ppd receive. Added part/lot for the cup and identified it as the right hip. There is no new information that would change the outcome of the investigation.